Event description:
It has been reported to philips that the capnometer fails and shows disabled after 30 seconds. Touch screen intermittent. No patient or user harm. Not in clinical use. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.